Manufacturer narrative:
Additional information was received that the fluoroscopic imaging showed no lead changes. The patient underwent a revision procedure wherein the leads, clik anchors and lead extension were explanted. No device malfunction suspected. The patient was doing well postoperatively. Concomitant medical products: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having a painful stimulation in the back in the superior leads in the thoracic spine and felt a jolting sensation from the top all the way down to the leg. It was also reported that upon physical assessment, the leads and or anchors to the right of the incision were palpable causing discomfort with positions at times. The patient will have a fluoroscopy examination and testing of individual leads. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2218-70 ,serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 17790383, description: next generation anchor kit-sterile; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was having a painful stimulation in the back in the superior leads in the thoracic spine and felt a jolting sensation from the top all the way down to the leg. It was also reported that upon physical assessment, the leads and or anchors to the right of the incision were palpable causing discomfort with positions at times. The patient will have a fluoroscopy examination and testing of individual leads. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having a painful stimulation in the back in the superior leads in the thoracic spine and felt a jolting sensation from the top all the way down to the leg. It was also reported that upon physical assessment, the leads and or anchors to the right of the incision were palpable causing discomfort with positions at times. The patient will have a fluoroscopy examination and testing of individual leads. The patient will undergo a revision procedure.